Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B)(4) analysis found inner insulation breached mio (metal ion oxidation). It was also observed that the inner insulation was kinked/buckled, and both the inner and outer insulation had cosmetic mio. The outer insulation fully covered the tip electrode. One filar of the proximal conductor was cut, but it passed continuity testing because of redundant filars. The outer insulation was also melted and had breached mio, cosmetic esc (environmental stress cracking), and a cosmetic depression. All conductors had blood/body fluid present. The full lead in segments was returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found inner insulation breached mio (metal ion oxidation). It was also observed that the inner insulation was kinked/buckled, and all the insulators were pulled apart (overstress) and had cosmetic mio. The outer insulation fully covered the tip electrode. One filar of the proximal conductor was cut, but it passed continuity testing because of redundant filars. The outer insulation was also melted and had breached mio, cosmetic esc (environmental stress cracking), and a cosmetic depression. All conductors had blood/body fluid present. The full lead in segments was returned and analyzed.